Manufacturer narrative:
The complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. The complainant indicated that the device will not be returned for evaluation as it is implanted in the patient; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an endovive initial placement peg kit was used during a percutaneous endoscopic gastrostomy procedure. The procedure date is unknown. According to the complainant, the patient had multiple inflammations and were treated with different types of antibiotics. Currently, the insertion site is more calm. Upon checking, the skin around the insertion site appeared somewhat red, with crusts directly next to the t-port. This does not look inflamed and does seem to be recovering. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.